Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the doctor saw this patient who stated that part of the patient's lead is extruding through the skin, and it was stated that part of the lead is visible. The doctor referred the patient for surgery to have the patient's device explanted. The surgeon saw this patient and believes the patient has been picking at his skin, which caused a wire to show. It was reported that this patient's generator and lead were explanted. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.